Manufacturer narrative:
No report of injury. Steris contacted the initial reporter as stated on the received medwatch report. Steris explained that the cause of the reported event may be attributed to the bag-on-valve configuration; the bag of pre-klenz likely came unattached from the valve inside the pressurized container. This can occur when a can of product is dropped or shaken. Steris asked the reporter if she had any additional questions, concerns or information regarding the product and the reporter stated she did not. No additional issues have been reported. The pre-klenz point of use processing gel product label states: at point of use, press and dispense gel over surgical tray of instruments to ensure soils are evenly covered. Transport instruments for further processing. There is no need to rinse pre-klenz prior to automated processing. Pre-klenz point of use processing gel is not a medical device. Steris is reporting this as a reportable event due to the medwatch report received.

Event description:
The user facility reported via medwatch (B)(4) that their new full can of pre-klenz would not spray at all.